Event description:
It was reported that the right monitor on the 9800 system would intermittently not work. Also, the left monitor had an image burned into it. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Both monitors were replaced during the svc call. The system was tested and found to be working as intended and put back into svc.